Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation on may 3, and follow up visit on may 6. The fse replaced the gray peri pump and aligned the aspirate probes. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Peri pump malfunctioned due to misalignment of the probe device.